Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that her blood glucose had been running high. The buttons were difficult to press and she stated that she may have not gotten a bolus due to this issue. The blood glucose went as high as 600 mg/dl. The customer treated with manual injections. The drive support cap appeared normal. The time and date was correct and the bolus wizard was programmed accurately. The customer declined further troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.